Manufacturer narrative:
(B)(4). Batch # m55354. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The adjusting knob and safety functioned as intended and without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open low anterior resection, the deployed staples were unformed at firing between the colon and the rectum. Also, the doctor felt that the unlocking force of the safety was slightly higher than expected. Also before firing, the indicator tried to be positioned in the middle of the green zone but the position of the indicator was difficult to be checked. The target tissue was regular. Another device was used to complete the case. The doctor was familiar with the device but he felt that the firing force of a device for demonstration was higher than expected. There were no adverse consequences to the patient.